Event description:
Customer states she has on-going issue of sporadic low calcium results that repeat with higher values. The technical service representative provided data for nine pts, results for one pt were discrepant. Initial calcium result, tested on (B) (6) 2009, gave 8.5 mg per dl, repeat gave 9.4 mg per dl. Customer states sample was serum, drawn in a bd 7 ml gold sst gel tube and sample was rerun by the analyzer. Customer states no erroneous results were reported and no pts were adversely affected. The field service representative determined fluidic misadjustment to be the cause and readjusted rinse mechanism fluidics. He verified analyzer operation by running qc and mechanism check, which were within specification.